Event description:
It was reported that the stent failed to open at the lesion. The stent was removed and there were no reported clinical consequences to the patient.

Manufacturer narrative:
Manufacturing date ¿ added. Device evaluated by mfg ¿updated. Expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. The stent was returned in a plastic bag along with the rhv (rotating hemostatic valve). There was blood observed on the outer body catheter. Visual examination of the returned device revealed that the inner body was returned inside the outer body. The inner body bumper marker was butted again the stent proximal markers. No anomalies were noted with the coating or rhv. The inner body could not be pulled out of the outer body despite being flushed with water. The inner body was pushed and pulled in the outer body with a lot of friction and without success. The inner body was jammed in the outer body. The inner body proximal shaft was examined it was slightly bent at approximately 10.0cm from its proximal end. The stent was partially protruding through the outer body distal end. During functional evaluation, the inner body was held stationary and the outer body was withdrawn with a lot of friction and the stent was fully deployed on the lab bench. The reported and observed damages are indicative of high friction during deployment. Identified possible causes are: highly tortuous anatomy; inadequate flush; locked rhv; a steam shaped tip or the tip being locked in the outer body. Because of the high friction, it was reported that the physician may have applied excessive force between the inner and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the outer body catheter, and the corresponding compressive force in the inner can cause compression the inner, which may manifest itself as buckling, bending, and possibly kinking and breakage. The amount of blood in the outer body upto its hub indicates that continuous flush was not maintained. Based on this information, the cause of the reported and analyzed anomalies is considered to be related to user error.

Event description:
It was reported that the stent failed to open at the lesion. The stent was removed and there were no reported clinical consequences to the patient.